Manufacturer narrative:
The field service engineer changed a worn system reagent tube and the sample probe. The sample arm was adjusted and the canister filters were replaced. Calibration and controls were ok. There were no further discrepancies after this action. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable chol hico gen.2 (cholesterol), high-density lipoprotein cholesterol (hdl) and valp2 (valproic acid) results from the cobas 6000 c 501 module. The initial valproic acid result was 2.8. The repeat result was 98.9. The initial cholesterol result was 0.1. The repeat result was 4.41. The initial hdl result was 0.08. The repeat result was 1.12. No questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The reagents lot numbers and expiration dates were requested, but not provided. The units of measurement were requested but not provided.